Event description:
On (B)(6) 2025, leakage was detected at the soft needle tip of a closed-system intravenous catheter, rendering it unusable and compromising drug efficacy. The catheter was immediately replaced with a new one.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, and the usage of this sample is unclear, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information.